Event description:
Information received by medtronic indicated that the batteries was not lasting. Insulin pump received power error detected. Customer was able to clear and rewind the alarm. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). P-cap locked in place properly during testing. Insulin pump was downloaded successfully using (thump software) for reference. Proceed it with the following testing to assure proper functionality of the insulin pump. Insulin pump passed sleep current measurement, active current measurement, self test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and displacement test. No unexpected low battery alarms or unexpected battery power loss noted during testing. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. The adapt tool reveals that from (B)(6) 2021 through (B)(6) 2021 a total of 22 insulin pump error alarm were recorded. The power management tool indicated the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec during download history review as shown in the power management graph. No insulin pump error, low battery, battery out limit or failed battery alarms noted during testing. However, per r&d investigation, according to insulin pump history there were periodic power error alarm faults. This fault occurs if lithium-ion battery has not been charged more than 3.5v for 3 hours. Esf# (B)(4). Proceed it by cutting insulin pump open and perform a visual inspection on electronic assemblies and connectors. All connectors were plugged in properly and no moisture damage noted on electronic assemblies during visual inspection. Problem isolated to electronic assemblies. Insulin pump received with cracked case(battery tube) and cracked battery tube threads were noted during visual inspection. In conclusion, customer concern were confirmed during download history review. Insulin pump may have had an intermittent internal battery failure not detected during our testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.